Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump using a computer and wall adapter earlier in the day. Customer reported blood glucose level was 159 (mg/dl). The pump was confirmed to be charging at the time of the call.